Event description:
The patient was undergoing a thrombectomy procedure to treat an occlusion at the right internal carotid artery (ica) m1 segment. Access was obtained with competitor's access catheter, zoom 71, competitor's microcatheter and guidewire to the face of the clot at m1 segment. There was no resistance or issues identified with the system or catheters. After engaging aspiration, zoom 71 was pulled back. Some resistance was encountered. The physician stopped and made sure that the tuohy was fully open. He continued to remove zoom 71 through the competitor's guide catheter. At this point, the physician noted that the shaft had separated on zoom 71. The physician decided to remove zoom 71 and competitor's catheters as a system and left the 8fr introductory sheath. Upon removal the physician noted that the broken distal section of zoom 71 was still attached to the rest of the catheter with a thin thread. A new guide catheter, zoom 71, microcatheter, stent retriever, and guidewire were introduced to the face of the clot. The clot was successfully removed. There was no further intervention performed. The patient was reported as stable.

Manufacturer narrative:
Only the zoom 71 catheter was returned for investigation. Upon investigation it was determined that there was shaft breakage at the distal end of the catheter. Investigation demonstrated stretching and kinking of the catheter. Based on the limited information and no case images provided and only return of the zoom71 catheter the exact root cause of shaft breakage could not be determined. The manufacturing records were reviewed, and demonstrated the product met all the design and manufacturing specifications.